Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer changed the cartridge and syringe needle to resolve the issue. Customer's blood glucose was within range (value not provided).